Event description:
It was reported the drill bit broke in pt during primary procedure, as a result of hitting existing prosthesis. Drill bit was retrieved.

Manufacturer narrative:
Device will not be returned for evaluation. If additional info is received it will be reported on a supplemental.